Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. A field service engineer (fse) was dispatched to the customer's facility to address the reported event. The fse spoke with the customer over the phone. The customer found that the bf probe was in the down position causing the turntable not to move. The fse advised the customer complete an all set home in the mainte menu. All errors cleared and the aia-360 instrument is operational. No further action is required by field service. A 13-month complaint / service history review for similar complaints was performed for the serial (B)(4) from aware date of (B)(6) 2018, which included data from 23 july 2017 through (B)(6) 2018. There were no similar complaints identified during the searched period, which includes this event. The aia-360 operator's manual under section 12 flags and error messages are as follows: no. 4002 error message turn table home not found. Description the home position of the turntable motor cannot be detected. Turn the power off and on again. Troubleshooting if this problem reoccurs, contact the service department. The most probable cause for the reported event was the turntable needed to be reset.

Event description:
A customer reported error 4002 turn table home not found during a run on the aia-360 instrument. The customer rebooted the instrument but the error persisted. Technical support (ts) advised the customer to turn off the analyzer and to manually rotate the turn table. The turn table did not move. The customer removed the back panel and found that the sample nozzle was not bent. The analyzer was down. The customer is unable to run patient samples on runs luteinizing hormone (lh), estradiol (e2) and bhcg reproductive hormone. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for lh, e2 and bhcg. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.